Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and could not reproduce the customer¿s complaint. The fse performed system checkout and returned to iabp unit to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to boot-up, alarmed and displayed "fault code 116". There was no patient involvement; thus, no adverse event was reported.